Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with presyncope and a heart rate below 30 bpm. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was stable after the procedure and would continue to be followed.